Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the front part of the maryland bipolar forceps instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a procedure. Reporter indicated that they were not aware of any functional failure that caused the reported issue. No material detached/broke off from the portion of the device that enters the patient. The jaws were not in a close position at the time of the failure. The instrument was removed with the cannula altogether; however, the port incision was not increased. Customer confirmed with reporter that no fragments fell into the patient and the patient haven't returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately "1.55" from the distal tip. Various sizes of pieces are missing and not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.